Event description:
It was reported the programmer is out of order. Followup information received indicates the screen was out of order, it gradually changed to white and then black while turning on the programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer is out of order. Followup information received indicates the screen was out of order, it gradually changed to white and then black while turning on the programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the display flickered and further analysis revealed the display circuit board on the back of the display was loose. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).